Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set tubing detached from connector causing hyperglycemia. The issues occurred with two infusion sets used for twelve hours for first event and thirty-one hours for second event.